Event description:
Reporter alleged discrepant blood glucose results of 18 mg/dl back to back with a result of 84 mg/dl when testing was performed 5 minutes apart on the advantage system. Customer stated not having any glucose symptoms at the time of testing nor did they provide the location of the testing. As a result of the comparison, customer reportedly took normal insulin dosage along with food intake and no other actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot number 549556 with an expiration date of 03-31-2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.